Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. Analysis revealed the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit and the manipulator wire was broken. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the slitting of the guide catheter was hampered in such a way that the wire mesh of the catheter was not cut completely. The physician used another slitter to cut successfully. No patient complications have been reported as a result of this event.